Manufacturer narrative:
The review of provided data highlighted that all data are available in the patient files. Some technical information was missing in the provided files and only a hypothesis can be made. The most probable hypothesis to explain that during the follow-up the screen for episode analysis was blank and no egm nor frequency graph appeared for some events and then all data is available in the patient file could be: a communication error while reading the data during the in-clinic follow-up generating missing data on the screen. Then aida reading resumed. The patient file is saved at the end of the in-clinic follow-up with all data. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the in-clinic follow-up of sn (B)(6), the screen for episode analysis on the programmer was blank. No egm nor frequency graph appeared for some events. In the smartview app for pc, all data ar available.

Event description:
During fu of sn (B)(6), the screen for episode analysis on the programmer was blank. No egm nor frequency graph appeared for some events. In the smart view app for pc, I can analyse every episode. (Files attached).